Event description:
It was reported the epg (external pulse generator) occasionally powers off. The customer refuses to return the epg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).